Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the 4k camera head, the camera head was broken and exhibited an unknown error code. Upon inspection and testing of the customer returned device, the device exhibited no image due to faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.